Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the brightness adjustment did not function. The report of dimming interface deformed was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model clv-s190, visera elite xenon light source was returned to olympus for processing with a report that the "dimming interface was deformed." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was noted that the brightness adjustment did not function. This report is submitted due to the brightness adjustment failure, found during in-house service of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the issue was determined to be a defective main board and dvi output. The cause of the board failure could not be identified. Olympus will continue to monitor field performance for this device.